Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim display screen. It was reported the issue was first noticed 45 days prior to the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators confirmed the text on the display screen is dim/faded and discolored. The contrast setting is set at '9' and the contrast setting was set to the maximum of '10' with little improvement observed. Investigators observed the battery compartment has multiple cracks - one at opening of battery chamber and one below the finger pad extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no issue with loss of power. No evidence of moisture damage in battery compartment.